Event description:
Patient undergoing us guided liver biopsy. Biopsy needle tested by radiologist without difficulty. Needle inserted for biopsy, mechanism locked, would not fire to collect sample. Argon biopince 10cm 18ga lot#11277173. Needle removed, taken out of service. Second needle argon biopince 15cm 18ga lot#11270096 opened and tested. Needle inserted into patient, mechanism locked as first instrument. Instrument removed from service and replaced with bard monopty biopsy needle, no complications with bard instrument. Biopsy completed. Patient tolerated well. FDA safety report ID# (B)(4).